Event description:
The dental practice personal reports that patient presented with a loose restoration. Upon further evaluation it was determined that the screw had fractured and came out in two parts. The fractured abutment screw was replaced.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection and the device was examined visually by the naked eye. The screw was fractured in two at the middle of the threaded region. The drive feature is worn but remains functional. The lot number was not provided/known therefore the DHR was not reviewed. Definitive root cause could not be determined. The reported event was confirmed following inspection.